Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported, "pt involved in a study. Surgeon has reported that after 26 months pt went to the hospital due to pain and noise in the operated knee. A gammagrafia reflects mobilization of tibia component."